Event description:
It was reported that during a sigmoid resection procedure, the surgeon described that the stapler fully fired and deployed staples and cut the washer. Upon removing the stapler a tear was noticed at the anastomotic site. The surgeon had to convert to open to stitch the opening. Case was completed as stated above with no additional patient consequence as reported so far.

Manufacturer narrative:
(B)(4) . The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.